Manufacturer narrative:
H.6. Investigation summary bd received a retracted needle assembly, a catheter assembly and a top web along with three photos of the defect for evaluation. A review of the device history record was performed for the reported lot 9304677 and no quality issues were found during production. Our quality engineer visually inspected the returned device under a microscope. It was observed that there was damage to the tip shield and winged adapter. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the adhesive between the tip shield and adapter caused the observed damaged. When the adhesive cured it bonded the two pieces together preventing needle retraction and required excessive force to separate the to units. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all appropriate manufacturing personnel to raise awareness of this issue. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle wouldn't retract during use. When pulling on it "with force", the catheter detached and the filter was damaged. The following information was provided by the initial reporter, translated from japanese to english: "when retracting a needle, hcp couldn't retract it. Then, s/he pulled it with force and the catheter was detached and damaged. The filter part of the catheter was damaged. Hcp removed the defect product, replaced it with the new one, and conducted re-puncture."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle wouldn't retract during use. When pulling on it "with force", the catheter detached and the filter was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "when retracting a needle, hcp couldn't retract it. Then, s/he pulled it with force and the catheter was detached and damaged. The filter part of the catheter was damaged. Hcp removed the defect product, replaced it with the new one, and conducted re-puncture."